Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken connector for catheter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken connector for catheter. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the fiber optic sensor extension part , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10,h11. Corrected fields - h6(remove 3331 from type of investigation).

Event description:
N/a.